Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch ultravue meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began at 4pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿110 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that right before the alleged product issue occurred, at 4pm they had developed the symptoms of ¿sweats and dizzy¿; symptoms which were associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming additional food and/or drink. The patient performed some more blood glucose tests using the subject meter the same day at 6pm and 10:16pm, with blood glucose results of ¿110 mg/dl¿ being obtained on both of these occasions. At the time of troubleshooting the csr noted that the subject meter would be requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event right before obtaining the alleged inaccurate readings with the lfs device and denied making any changes to their usual diabetes management regimen. The subject meter could not be ruled out as a cause or contributor to the event.